Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240 alarm received during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, home patient uses 2 patient line extension sets in combination with a standard homechoice set. The home patient connected their transfer set to the patient line extension set during prime. No patient injury or medical intervention was indicated at the time to the initial report.